Event description:
Return reason: the doctor reported that the catheter worked well in the beginning, but in a little while the catheter did not pace. Finally, he changed the catheter. Analysis determined: investigation found that the proximal electrode wire is broken at the proximal edge of the proximal electrode allowing an open circuit to occur. Unit was used in vivo. This was not determined until analysis was completed. No further information is avaliable on the patient's status. Remedial action taken: mfg and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.